Event description:
After dilation of the lesion, located in the common iliac artery, there was difficulty experienced while removing the opta pro (4197040l) from the sheath introducer (terumo 5 french sheath). It was also difficult to introduce the balloon again, through the sheath. The vessel contained 70% concentric stenosis, moderate calcification, no bending. The lesion was accessed ipsilaterally. The lesion was dilated five times and the same difficulties occurred. There was no pressure manometer used for the process. There were no observed kinks or bends in the product or sheath introducer. The product was prepped according to IFU and no anomalies were observed. The product was clinically used without any adverse consequences to the female patient (69kg). The product will be returned with the sheath introducer.

Manufacturer narrative:
This product is available; however, it has not been returned for analysis. Additional information will be provided within thirty days of receipt.